Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and. The imaging system affected by pho (product hold order), after fix this, it was detected that the computer up with problems of movement in the detector. In conversation with the factory, it was necessary to replace the part by replacing, the mov the mfov (field of view positioner) of the detector. System checkout was carried out passing all tests. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000185. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that there was an unknown error code. There was no patient involved. Additional information stating that " the equipment arrived new from the factory with an error in the detector. It moved without braking and hit the limit switch. A piece of metal was found inside the gantry, apparently part of the detector guide. The equipment was not initializing correctly, and the detector's motion was not working."